Event description:
Morning of (B)(6) 2026 after brushing teeth, went to use biotene dry mouth rinse and when I squeezed bottle accidently the rinse hit the back of my throat and I immediately felt burning and sensation of throat swelling as I tried to spit out the rinse into sink. I could not breath and immediately called 911. I experienced severe coughing, bending over trying to get a breath and couldn't, in route to ER the ems gave me 0.5 epi that didn't immediately help and then gave second 0.05 epi. Arrived to ER received additional epi and medications for allergic anaphylaxis and received duoneb treatments with lidocaine for throat pain, intubation was considered. I was admitted overnight to pcu - progressive care unit. Numerous blood tests conducted including venous blood gas. Admission diagnosis - acute hypoxic respiratory failure secondary to acute bronchospastic event to biotene aspiration.